Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of the infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went in for a surgical pump exchange on (B)(6) 2021, but the exchange was cancelled upon discovery of pump pocket abscess. The pump pocket was washed with 4 liters of ampicillin and gentamicin irrigation of the sternal incision and the pump pocket. The ampicillin and gentamicin antibiotic beads were placed in the sternal incision and the pump pocket, and then a wound vacuum assisted closure was placed.